Event description:
It was reported that pump malfunction occurred with resettable malfunction code and no notable events before issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction returned.